Event description:
Journal article received: association of facet tropism and progressive facet arthrosis after lumbar total disc replacement using prodisc-l; shin mh, ryu ks, hur jw, kim js, park ck european spine journal. 22(8):1717-22, 2013 aug. Reported: a retrospective study between october 2003 and july 2007 was performed to examine the association of facet tropism and progressive facet arthrosis (pfa) after total disc replacement surgery using prodisc-l. The medical records of 42 patients and 51 segments (16 males and 26 females with a mean age of 44.43 years, and a mean follow up period of 53.18 months) were reviewed. The changes of facet arthrosis were characterized as non-pfa and pfa. It was reported that the data revealed 26 patients (59.1 percent) and 32 levels (62.7 percent) experienced a high prevalence of pfa. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis. Placeholder.

Manufacturer narrative:
A product development evaluation was completed: the devices were not returned for evaluation. The article discusses the association of facet tropism and progressive facet arthrosis (pfa) after lumbar total disc replacement (tdr) using prodisc-l. This is a retrospective study from (B)(6) with 42 patients and a mean follow-up period of 53.18 months. The authors not that the data demonstrated that significant higher degree of facet tropism was seen in pfa group compared with non-pfa group and facet tropism of more than five degrees had a significant association with pfa after tdr using prodisc-l. There the article suggests a potential that facet tropism greater than five degrees may show a higher risk for facet degeneration. Note, however, that the authors state that although this study revealed statistically significant associations between facet tropism and pfa after tdr surgery, we thought it is premature and hasty to conclude facet tropism of more than five degrees could be one of the contraindication to lumbar tdr surgery. Pfa could potentially result in pain and reoperation although the article provides no information on pain and makes no suggestion on any reoperations occurring. The findings in the article appear to be radiographic only at this time. Index level facet arthrosis could result in continued pain and this is captured in the current documentation. This literature article was reviewed by medical affairs. The rates reported in literature appear to be higher due to small sample size and focused study objectives. No new safety events have been identified beyond our current safety profile for prodisc-l. Literature findings were compared to current insert and labeling for prodisc-l. Additionally, no unanticipated adverse events or device malfunctions have been identified. The adverse events that were identified in the literature but not found in the prodisc-l instructions for use are considered to be known general medical complications associated with hospitalization and/or surgery, and are not likely to be a direct association with the device. Based on the overall literature, medsun and maude review, it is believed that the benefits of this product outweigh the risks. The authors note that it is premature to conclude that facet tropism greater than 5 degrees is a contraindication. Therefore this complaint can be considered indeterminate. No additional actions are required as a result of the complaint captured within this literature article. Device was used for treatment, not diagnosis.